Event description:
It was reported that there was an alleged product issue with the custom tubing pack prior to use. During the setup, it was noticed that the atrial ventricular (av) loop shell contained a string within it, located next to the sterile lines. The av loop was removed and replaced with a backup, but due to the backup lacking a pre-bypass filter and having a shorter venous line, a new one from a different pack was used. There was no patient involved. Medtronic received additional information that there was only one lot number, the umbilical tape (string) was only an issue for 1 pack. The customer replaced the loop shell with one of their spare units, but it was not set up for this purpose, so was replaced with a loop shell from a new pack that worked fine. The pack sterile seal was fine, the umbilical tape (string) was found to be lying inside the loop shell instead of outside the shell. The umbilical tape (string) was positioned inside the sterile tray instead of being outside the tray allowing the tray to be hung by the string.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the string is trapped inside the clam shell. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.